Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for pain. The pump was explanted in 1999 after the pt exhibited signs of infection. Cultures were done with results unknown by the hcp. The pt recovered from the infection and he subsequently underwent implantation of another synchromed pump in 1999.